Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "lumps appeared on breasts," "drained clear fluid/blood," "unacceptable cosmetic appearance of breasts," "small nodular mass that was sent for pathology," "swollen lymph nodes in left axilla," and "history of localized enlarged lymph nodes." Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, drainage, lymphadenopathy, lump/nodule, visibility/palpability.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: drainage: unable to confirm as it is a medical event not related to the device. Visibility/palpability: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Rupture: not observed. Additional observations: crease fold observed. Deformation observed. White calcification observed. Wear abrasion observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "lumps appeared on breasts," "drained clear fluid/blood," "unacceptable cosmetic appearance of breasts," "small nodular mass that was sent for pathology," "swollen lymph nodes in left axilla," and "history of localized enlarged lymph nodes." Device has been explanted and replaced.